Event description:
The iab was inserted into the pt on 4/30/97. The iab would not fully inflate. The dr "yanked" the iab from the pt. There was bleeding from the pt's artery. The catheter was damaged during removal from the pt. Event complications: bleeding/injury to the pt's artery - rpt'd 5/6/97. Pt current status: rpt'd 6/18/97.

Manufacturer narrative:
Evaluation: the iab was received for evaluation with the membrane noted to be completely unfolded and separated from the catheter tubing at the catheter/membrane junction. Examination of the detached membrane taper edged revealed it to be jagged in appearance. A residual amount of polyurethane and balloon membrane material was noted on the metal sleeve. Blood was noted on the exterior and interior portions of the iab. No sheath was noted to be over the catheter tubing. The inner lumen within the membrane at the proximal taper was observed to be severely kinked and elongated. The membrane at the proximal taper was observed to be stretched. It was not possible to pump the balloon catheter on the laboratory system 90 due to the condition of the returned membrane. Probable cause of difficulty: it was not possible to verify the rpt'd inflation difficulty due to the condition of the returned iab. The physical condition of the returned iab does support the rpt'd statement that difficulty was encountered removing the balloon from the pt. The condition of the membrane taper and inner lumen supports the possibility that the membrane became detached from the catheter/membrane junction when excessive force was used in attempting to remove the balloon. When the membrane became detached from the junction, it became "bunched". The "bunching" of the balloon membrane most likely added to the initial problem of balloon removal and the associated pt injury (injury to the pt artery). It is not possible to determine the exact reason for the initial problem of balloon removal. Difficulty removing the iab from the pt may be attributed to one or more of the following: a kink in the catheter tubing trapped helium in the membrane preventing it from fully collapsing under normal arterial pressure allowing for easy removal of the balloon from the pt. The pt anatomy. During iab removal, the membrane became "bunched" or twisted causing increased resistance during iab removal. In addition, inflation difficulties may be attributed to one or more of the following: 1. The balloon was placed subintimally. 2. The balloon was placed too high in the aortic arch or in the subclavian artery. 3. The proximal portion of the membrane remained within the sheath. 4. The iab failed to completely unfold because the user failed to inject at least 30 cc. Of air as advised in the instructions for use. 5. The catheter kinked within the pt, possibly due to severe vessel tortuosity and/or pt movement. 6. The catheter kinked outside the pt. The user may have failed to secure the catheter and y-fitting to the pt. Manipulation of the kinked portion of the catheter could have minimized the restriction and improved balloon performance. Having the opporutnity to examine a completely or loosely folded membrane may have provided some additional info into the rpt'd problem.